Manufacturer narrative:
The investigation included a review of the device history record, trending analysis of the haze/mist/vapor issue and system risk analysis (sra). The device history record (DHR) was reviewed and met manufacturer specifications at the time of release. No issues related to this failure mode were noted. Trending analysis of haze/mist/vapor issue was reviewed (april 2017 to october 2017) and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No functional analysis was performed as the fse indicated that the parts were contaminated with oil and discarded. The assignable cause of the haze/mist/vapor was the catalytic converter and the vacuum pump exhaust filter. The field service engineer replaced these parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump exhaust filter and the catalytic converter were replaced to resolve haze/mist/vapor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a haze/mist emitting from the sterrad¿ 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.